Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: left essure coil within the myometrium,the left essure coil had perforated the myometrium'), device dislocation ('migration of essure device: right essure coil was never located') and pelvic abscess ('injury(ies) or complication please describe: pelvic abscess post op.\abscess along the vaginal cuff and throughout the right pelvis.') In a (B)(6) year old female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, dysfunctional uterine bleeding, abdominal pain, diarrhea, nausea, tenderness and uterine bleeding. Concomitant products included colecalciferol (cholecalciferol) and norethisterone (micronor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping),") and arthralgia ("hip pain/ joint pain"). In (B)(6) 2016, the patient experienced nausea ("nausea") and gluten sensitivity ("gastrointestinal or digestive system condition type: gluten allergy,"). On (B)(6) 2019, the patient experienced pelvic abscess (seriousness criterion medically significant), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic abscess, vaginal haemorrhage, menorrhagia, gluten sensitivity and ovarian cyst outcome was unknown and the nausea, dysmenorrhoea, dyspareunia and arthralgia had resolved. The reporter considered arthralgia, device dislocation, dysmenorrhoea, dyspareunia, gluten sensitivity, menorrhagia, nausea, ovarian cyst, pelvic abscess, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: we were able to place the coil on the right side but not very deep with 14 trailing coils on the right and 17 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen on (B)(6) 2018: impression: mildly complex left ovarian cyst measuring up to 1.8 cm. Minimal free fluid in the pelvis. No free air. No other acute intra-abdominal/pelvic process. No evidence of diverticulitis.; on (B)(6) 2019: CT shows a loculated 7.1x3.6x2.9cm abscess along the vaginal cuff and throughout the right pelvis. The appendix is mildly thickened with appendicolith, although this is felt to be reactive to the abscess that abuts the appendix. Pathology test on an unknown date: myometrium- there is a portion of the essure coil along the left cornu within the myometrium first fallopian tube: 5.7 cm long x 0.4 cm in diameter with scattered paratubal cysts up to 0.2 cm; no essure coil is present within the lumen second fallopian tube: 6.4 cm long x 0.4 cm in diameter with scattered small paratubal cysts up to 0.1 cm; no essure coil is present within the lumen. Ultrasound pelvis on (B)(6) 2012: essure coils are present in both uterine cornua. Impression: normal evu/s (endovaginal ultrasound).; on (B)(6) 2018: impression: 1. Essentially unremarkable pelvic ultrasound. 2. The left ovary is not well seen transvaginally but appears grossly unremarkable on the transabdominal images with normal color/spectral doppler. Small follicles in the right ovary. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: right essure coil was never located, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, gastrointestinal or digestive system condition type: gluten allergy, perforation (other) please describe and state the location of the perforation: left essure coil within the myometrium, other injury(ies) or complication please describe: pelvic abscess post op were added. New reporters, plaintiffs information added. Concomitant conditions, drugs added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: left essure coil within the myometrium,the left essure coil had perforated the myometrium'), device dislocation ('migration of essure device: right essure coil was never located') and pelvic abscess ('injury(ies) or complication please describe: pelvic abscess post op.\abscess along the vaginal cuff and throughout the right pelvis.') In a 42-year-old female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, dysfunctional uterine bleeding, abdominal pain, diarrhea, nausea, tenderness and uterine bleeding. Concomitant products included colecalciferol (cholecalciferol) and norethisterone (micronor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping),") and arthralgia ("hip pain/ joint pain"). In (B)(6) 2016, the patient experienced nausea ("nausea") and gluten sensitivity ("gastrointestinal or digestive system condition type: gluten allergy,"). On (B)(6) 2019, the patient experienced pelvic abscess (seriousness criterion medically significant), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic abscess, vaginal haemorrhage, menorrhagia, gluten sensitivity and ovarian cyst outcome was unknown and the nausea, dysmenorrhoea, dyspareunia and arthralgia had resolved. The reporter considered arthralgia, device dislocation, dysmenorrhoea, dyspareunia, gluten sensitivity, menorrhagia, nausea, ovarian cyst, pelvic abscess, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: we were able to place the coil on the right side but not very deep with 14 trailing coils on the right and 17 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: 1. Mildly complex left ovarian cyst measuring up to 1.8 cm. 2. Minimal free fluid in the pelvis. No free air. 3. No other acute intra-abdominal/pelvic process. No evidence of diverticulitis.; on (B)(6) 2019: CT shows a loculated 7.1x3.6x2.9cm abscess along the vaginal cuff and throughout the right pelvis. The appendix is mildly thickened with appendicolith, although this is felt to be reactive to the abscess that abuts the appendix. Pathology test - on an unknown date: myometrium- there is a portion of the essure coil along the left cornu within the myometrium first fallopian tube: 5.7 cm long x 0.4 cm in diameter with scattered paratubal cysts up to 0.2 cm; no essure coil is present within the lumen second fallopian tube: 6.4 cm long x 0.4 cm in diameter with scattered small paratubal cysts up to 0.1 cm; no essure coil is present within the lumen. Ultrasound pelvis - on (B)(6) 2012: essure coils are present in both uterine cornua. Impression: normal evu/s (endovaginal ultrasound).; on (B)(6) 2018: impression: 1. Essentially unremarkable pelvic ultrasound. 2. The left ovary is not well seen transvaginally but appears grossly unremarkable on the transabdominal images with normal color/spectral doppler. Small follicles in the right ovary. Lot number: 886672, manufacture date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: left essure coil within the myometrium,the left essure coil had perforated the myometrium'), device dislocation ('migration of essure device: right essure coil was never located') and pelvic abscess ('injury(ies) or complication please describe: pelvic abscess post op.\abscess along the vaginal cuff and throughout the right pelvis.') In a 42-year-old female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vasculitis and gluten sensitivity. Concurrent conditions included anxiety, dysfunctional uterine bleeding, abdominal pain, diarrhea, nausea, tenderness and uterine bleeding. Concomitant products included colecalciferol (cholecalciferol) and norethisterone (micronor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping),") and arthralgia ("hip pain/ joint pain"). In (B)(6) 2016, the patient experienced nausea ("nausea") and gluten sensitivity ("gastrointestinal or digestive system condition type: gluten allergy,"). On (B)(6) 2019, the patient experienced pelvic abscess (seriousness criterion medically significant), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), abdominal distension ("stomach bloated"), alopecia ("hair loss"), mood altered ("moody"), abdominal pain upper ("stomach pain") and pelvic pain ("pelvic pain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic abscess, vaginal haemorrhage, menorrhagia, gluten sensitivity and ovarian cyst outcome was unknown and the nausea, dysmenorrhoea, dyspareunia and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, gluten sensitivity, menorrhagia, mood altered, nausea, ovarian cyst, pelvic abscess, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: we were able to place the coil on the right side but not very deep with 14 trailing coils on the right and 17 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: 1. Mildly complex left ovarian cyst measuring up to 1.8 cm. 2. Minimal free fluid in the pelvis. No free air. 3. No other acute intra-abdominal/pelvic process. No evidence of diverticulitis.; on 22-mar-2019: CT shows a loculated 7.1x3.6x2.9cm abscess along the vaginal cuff and throughout the right pelvis. The appendix is mildly thickened with appendicolith, although this is felt to be reactive to the abscess that abuts the appendix. Pathology test - on an unknown date: myometrium- there is a portion of the essure coil along the left cornu within the myometrium first fallopian tube: 5.7 cm long x 0.4 cm in diameter with scattered paratubal cysts up to 0.2 cm; no essure coil is present within the lumen second fallopian tube: 6.4 cm long x 0.4 cm in diameter with scattered small paratubal cysts up to 0.1 cm; no essure coil is present within the lumen. Ultrasound pelvis - on (B)(6) 2012: essure coils are present in both uterine cornua. Impression: normal evu/s (endovaginal ultrasound).; on (B)(6) 2018: impression: 1. Essentially unremarkable pelvic ultrasound. 2. The left ovary is not well seen transvaginally but appears grossly unremarkable on the transabdominal images with normal color/spectral doppler. Small follicles in the right ovary. Lot number: 886672 manufacture date: 2011-08 expiration date: 2014-08 concerning the injuries reported in this case, the following one/ones were received via social media: alopecia, abdominal distension, mood altered, abdominal pain upper, and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: new information received via social media. New events: stomach bloated, hair loss, moody, stomach pain, pelvic pain. Medical history: cholinergic vasculitis, gluten allergy. Treatment drug: vicodin. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.